Event description:
It was reported that the left ventricular (lv) lead was attempted to be implanted, but there was a no capture. The physician attempted multiple positions, but with no success. The physician suspects that there was a defect in the lead. However, the cause of the no capture is unknown. Another lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the left ventricular (lv) lead was attempted to be implanted, but there was a no capture. The physician attempted multiple positions, but with no success. The physician suspects that there was a defect in the lead. However, the cause of the no capture is unknown. Another lead was successfully implanted. No adverse patient effects were reported. The device was returned for analysis.